Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/1/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1997 and a mesh was implanted. It was reported that the patient was treated for a uti on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and an absorbable adhesion barrier was used, concurrently with an abdominal hysterectomy and adhesion surgery. Following the insertion the patient experienced pain, discomfort, constipation, and adhesions. The patient underwent additional surgeries. No additional information was provided.